Event description:
It was reported that the patient experienced ipg pocket erosion. To address the issue, the ipg was replaced and repositioned via surgical intervention on (B)(6) 2025.

Manufacturer narrative:
D10: dbs extension (x2) - therapy date is estimated. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete case information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.